Event description:
It was reported that the implantable neurostimulator (ins) slipped in the pocket. It was moved, 3-4 times in the past 6 months prior to the report. The event occurred after implant, (B)(6) 2014. The ins was put in (B)(6) and they had it moved in (B)(6). The reason for this was that the battery kept slipping in the pocket. The first one they put in was towards the lower buttock and the battery would just slip. Then, they moved it up a little higher. The first time the ins slipped after it was put in (B)(6) was like (B)(6), but by the time they did surgery it was (B)(6). This event occurred in (B)(6) 2014 and troubleshooting was performed in 2014 that included an x-ray. They did not know the cause of the event. It just noted that the ins would flip when the patient would sit. They did not believe the cause was device related. Following the revision in (B)(6) 2014, the patient had no issues after the ins was moved higher up in their back.

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. (B)(4).